Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that "the pump is going into the exceeding max ttd, even after increasing the daily dose." There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: the pump was returned with the max daily delivery set to 150.0 u. The black box started on (B)(6) 2016. There was no evidence of max tdd warnings observed in the black box. Removal of the pump cover showed internal moisture contamination on the keypad flex connector. The pump could not be investigated as a result of an unresponsive keypad.